Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was no initial calibration. No additional event or patient information is available. Data log was reviewed for evaluation on 04/05/2017. Complaint for no initial calibration was confirmed. In addition, a permanent loss of connection was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection, this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint due to a loss of connection during warm-up. The reported event of no initial calibration was confirmed. The root cause could not be determined.